Manufacturer narrative:
(B)(4).

Event description:
It was reported that while debriding the meniscus during a knee scope, there were metal shavings that came out of the window of the shaver. The surgeon flushed the metal shavings out of the knee. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.